Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with unknown indication for spinal therapy suggested for transforaminal lumbar interbody fusion (tlif). Event occurred intra-op. Levels implanted l4-5. It was reported that there was a break in instrument and fragments were left in patient. Left the cage in the disc space reasonably place and would likely fuse. Implant remains in patient. No further symptoms or complications reported. Update 2020-oct-13 e1(rep); the cage broke while implanting the tip was on the inserter, the rest of the implant 90% of it was in the disc space surgeon tamped it in further and was happy with the midline final position of the implant. The crescent inserter did not break the implant broke. Crescent peek cage was a planned part of the procedure. Decompress the level and fuse the level. Pre-op diagnosis was central stenosis and a tlif to address the pathology.